Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was capped and abandoned due to oversensing and inappropriate shocks. A new rate sense lead model 4269 was added to the system.